Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that the cassette was found to be leaking at the end of a vitrectomy procedure when cleaning the cassette. The procedure was completed without consequences or impact to the patient. No further information will be provided.

Manufacturer narrative:
Additional information provided in device available for evaluation?, device evaluated by MFR?, evaluation codes and additional MFR narrative. The lot complaint history was reviewed, this is the second complaint for the finish goods lot; however, the first for this issue. The device history record shows the product was released per specifications. The returned sample was visually inspected and no obvious defects were found. A full integrity pressure leak test was performed and no leakage was detected. A console representing the current software version was used to test the sample. The led rings on the console turned green as the probe connectors were engaged to the console indicating the proper communication between the probe and the console. The ball in the check valve of the drip chamber moved freely per specification. The sample could prime and pass intraocular pressure (iop) calibration successfully. No anomalies were observed during priming. The infusion pressure was measured at multiple setpoints throughout the console range and met specifications. Toggling the infusion and the fluid/air exchange (f/ax) modes, fluid and air flowed from the cassette to the infusion line continuously without any bubble in various settings in all sub modes. No message code appeared on the screen. No leakage was detected from the pump elastomer or on the pump area of the fluidics module. Cleaning process was able to be performed after functional test had completed. The presence of fluid leaking from the cassette was not confirmed. After both leakage and console laboratory testing, inspection of the sample indicated no signs of continued leakage from the pump elastomer or cassette. Furthermore, there were no signs of fluid leakage onto the fluidics console due to leakage from the cassette. The cassette passed functional and performance testing. After a thorough investigation of this complaint, it has been determined that this sample functioned per specifications; therefore, no corrective action is required at this time. Quality assurance will continue to monitor customer complaints via the complaint review meetings, and will take action for any future occurrences as is deemed necessary. (B)(4).